Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt is experiencing low flow alarms and has chest pain. Ramp echo revealed no unloading of the left ventricle and aortic valve still opens every beat with speeds from 9200 up tio 9800. A pump exchange will be scheduled.

Manufacturer narrative:
Additional information: the patient received a pump exchange on (B)(6) 2013 and the pump was not returned for evaluation. Although the reported low flow alarms were confirmed based on the submitted system controller log file, the cause of the alarms could not be conclusively determined. The recorded pump speeds were above the low speed limit and the pump power values and pulsatility index were with normal limit. Hemolysis is listed in the instructions for use as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient continued to have low flow alarms when the estimated flow was calculated below 2.5 lpm. The patient¿s pulsatility index was within normal limits and the patient remained well compensated with adequate blood pressures off inotropes. The patient's lactate dehydrogenase level was increasing and haptoglobin level was decreasing; however, the patient's pump power was not rising. The patient's system controller was exchanged to quiet the low flow alarms and to rule out the possibility of a system controller issue, and the exchange resulted in the estimated flow being calculated at 2.8 lpm. The patient received a pump exchange on (B)(6) 2013.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. The manufacturer is attempting to acquire additional info regarding the reported event. No further info is available dat this time. A supplemental report will be submitted when the manufacturer's investigation is completed.